Event description:
Describe the event or problem: device malfunction. The bag didn't deploy properly and we could not put a specimen inside it. Another bag was used and it worked as expected. Device is available for return. What was the original intended procedure? Robotic vats procedure. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Dannik has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all subassemblies, components, and raw materials. This lot passed all manufacturing and quality control inspections, and no irregularities or abnormalities were found during the record review. Review of vigilance reports did not reveal any trends to a specific lot, and this is the first known occurance of this issue to date. The suspect device was returned and inspected. The returned device was found to be in good working order and fully functional, but had the bag and push rod rotated in relation to the introducer tube. Howvere, the embossed "top" indicators on the pull loop were still properly aligned with the bag mouth opening as designed and indicated in the intructions for use. Therefore the most likely root cause is that the user depolayed the bag upside down and could not locate the bnag opening. Dannik has provided these findings to our customer to share with the end user. No patient harm was been reported in this event, nor is any injuiry likely to occure. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will re-open and reassess our investigation and response at that time. We have determined that this event is not reportable as defined by 21 cfr 803 as the identified malfunctions are not likely to cause or contribute to a death or serious injury. However, this report is being submitted as an official response to the medsun report as required by our internal procedures.